Event description:
It was reported by service report that the head right side rail actuator to release/unlock was broken with sharp edges; the footboard plastic modules had broken tabs; the scale and bed exit did not work, and the power cord was loose at the electronics enclosure socket. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken siderail release handle with sharp edges and broken footboard retention tabs on all modules. Faulty electrical connection at the scale module. Power cord was not fully seated in bed connector.